Event description:
It was reported that a t3 revision stem that had been implanted four years earlier, had fractured at the base of the stem taper. The pt had risen from his seat and heard a creaking sound. The revision surgery was conducted in 2005. After easily removing the proximal t3 cone body, as the stem taper junction had been sheared off, surgeon performed a conservative osteotomy to try and loosen the distal stem. After many attempts the decision was made to leave the stem in the femur as the pt had lost too much blood. Pt will be revised at a later time.